Manufacturer narrative:
Eval summary: no product was returned for eval. Also, no x-rays were returned for review. Pt info such as height, weight, and pt activity is unk. Based on the available info, a definitive cause cannot be determined. Eval: method/results - no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported by the pt that the device was implanted in 2008, and that the pt's knee is swollen. She cannot straighten out her leg and has less than 90 degrees range motion. She is also experiencing pain during physical therapy. Two weeks ago, her surgeon went in arthroscopically to remove scar tissue, which did not improve the problems. It is unk whether revision surgery has been scheduled.